Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. A review of the customer's quality control (qc) showed that it was in at the time of the event. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same dimension exl 200 instrument in the primary tube, resulting lower. The customer repeated the same sample on the same dimension exl 200 instrument in a short sample cup, resulting lower than the initial result. All results were hil flagged. The customer reported out a separate result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.

Manufacturer narrative:
The initial MDR 2517506-2017-00334 was filed on march 30, 2017. Additional information (05/05/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc stated the data does not show an instrument or reagent issue. Review of the calibration and quality control (qc) data, shows that it was in range and specification at the time of the event. The sample was removed from the tube and processed in a small sample container and resulted lower. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.